Event description:
During evaluation of a returned novum iq large volume pump, a system error 23501 (electronic board heartbeat failure) was observed. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An event history log review was performed, and system error 23501 (electronic board heartbeat failure) was observed. The reported condition was verified. The cause was determined to be from a defective main pcba. The main pcba will be replaced to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.